Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of a pseudoaneurysm originally from an anastomosis of descending aorta graft replacement using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The 20fr gore® dryseal flex introducer sheath was inserted from the right femoral artery. Then, the gore® tag® conformable thoracic stent graft with active control system was deployed successfully. An angiography imaging after the 20fr sheath was pulled back distally revealed the right external iliac artery dissection. A stent (smart) was implanted in the right common iliac artery to the right external iliac artery to treat the dissection. Another dissection was observed at the distal end of the stent. However, the physician decided to monitor it. Reportedly, access vessel was narrow and the diameter of the right common iliac artery to the right external iliac artery was about 6.0 ¿ 6.5mm.